Manufacturer narrative:
The device was received for evaluation. A review of the alarm log identified monitor motor stall with a se 20602. Evaluation was unable to reproduce the reported symptom. Evaluation was able to power on the device, navigate through the screens and run a loaded set without discrepancies. A service history log review revealed that the device had been previously serviced with a reported issue of ¿unknown¿. The cause of the condition was not determined. The lvp mechanism will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device alarmed se 20602. No additional information is available.